Event description:
It was reported that there was high ventricular impedance, no capture, and an apparent lead fracture. The lead was capped and no patient injuries were reported as a result of this event.